Event description:
The dealer states that the device was removed from the box today and the right cane is off level. The dealer states the measurements are the same size. The dealer states that the seat frame is the same size. The dealer can only say that the right cane is listing to the outside of the chair.